Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump primed but did not infuse the medication. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The most likely cause of the reported error is the tester or cassette error. Calibration and preventative maintenance were performed. The device passed all functional tests after the repair.